Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a compromised forced sensor alarm during priming. Customer states drive support cap was protruded. Customer's blood glucose was 14 mmol/l. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.